Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a pentaray nav high-density mapping eco catheter where blood clot occurred. When the physician tried to re-insert it into the patient¿s body after pulling it out from the patient¿s body for about 1 hour after used, heparinized saline was not supplied from the lumen. It was suspected to be a blockage of a lumen due to a blood clot. There was no patient consequence. Device evaluation details: the device evaluation has been completed. Upon receipt, the catheter was visually inspected, and it was found in normal conditions, no blood clot was observed. Then per the reported event, an irrigation test was performed, and the catheter failed. The catheter was dissected and it was found that the irrigation tubing was folded in tip area near the electrode #22. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint regarding irrigation has been verified. The root cause of the irrigation tube folded cannot be determined. Since this failure does not represent any patient consequence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30379536l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a pentaray nav high-density mapping eco catheter where blood clot occurred. When the physician tried to re-insert it into the patient¿s body after pulling it out from the patient¿s body for about 1 hour after used, heparinized saline was not supplied from the lumen. It was suspected to be a blockage of a lumen due to a blood clot. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed. The customer¿s reported inadequate irrigation issue has been assessed as not MDR reportable since the issue is highly detectable by the physician. The most likely consequence is an intraprocedural delay the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.